Event description:
It was reported the patient had a stimulation device placed at one time, it did not work, and he had it explanted. It was noted the patient left the "machine for it, the programmer etc" with the health care provider, and the health care provider did not want it. It was logged that it was unknown when the device stopped working and that the patient had it explanted "quite a good time or a good while ago." Additional information received reported the patient was not a patient at that clinic.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).